Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as physician noticed after lens was implanted that the trailing haptic was missing from lens during the implant surgery. The incision was then widened to explant the defective lens. The patient is doing well; records show 20/20 at 2 days post-op. The customer indicated that they intend to return the defective device for product evaluation. Once returned, a product evaluation will be conducted. Once the device evaluation is completed, a follow-up report will be sent to the FDA. Returned product not received yet.

Event description:
The trailing haptic was missing from lens when lens was implanted. Missing haptic was not noticed until after lens was implanted. The incision was widened to explant the defective lens.

Manufacturer narrative:
(B)(4). The following additional information resulting from the device evaluation conducted by (B)(4), hoya quality assurance, on 8-dec-2015, noted that: the lens was ejected from the injector. One haptic tip was broken at the tip and was stuck inside the cartridge. The cartridge tip was deformed. The slider and screw were not advanced properly. Trace of lubricant was found inside the injector and on the lens. No abnormalities were found in the production and inspection records of the product. The exact root cause was not determined. However, from the investigation, it is believed that this issue is not product related.

Event description:
The trailing haptic was missing from lens when lens was implanted. Missing haptic was not noticed until after lens was implanted. The incision was widened to explant the defective lens.